Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the stent was damaged and detached from the delivery system. There was a blood like substance on the hub and outer surface of the shaft. There were crimp marks on the balloon between the markerbands which confirms that the stent was appropriately positioned and secured to the balloon in manufacturing. The stent was loose in the returned packaging (detached from the sds). The stent was mangled; there were bent and lifted struts throughout the full length of the stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent dislodgement occurred. A 2.25x28mm ion stent delivery system (sds) was removed from the packaging and the stent was stripped off of the delivery balloon. The stent was found outside the patient in the sterile area. The procedure was completed with a different device. No patient complications were reported and the patient's status is ok

Event description:
It was reported that during preparation for a stenting treatment procedure, stent dislodgement occurred. A 2.25x28mm ion stent delivery system (sds) was removed from the packaging and the stent was stripped off of the delivery balloon. The stent was found outside the patient in the sterile area. The procedure was completed with a different device. No patient complications were reported and the patient's status is ok.